Event description:
It was reported that noise resulting in oversensing and pacemaker mediated tachycardia was observed on the right atrial (ra) lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.